Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No failed battery test or battery out limit alarms noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test. The customer tried 5 times to clear the failed battery test alarm but the insulin pump brings up a black circle with an empty battery on the screen. Customer' s blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.